Event description:
The customer went to work and the didn't feel well. They used the device to check their blood glucose and obtained a result of 349 mg/dl. They bolused 4 units of insulin through their pump. They then went to the nurses office to lay down. They also drank orange juice and retest at 309 mg/dl about fifteen minutes later. They then passed out. Emergency medical technicians were called and when they arrived they checked patient's glucose and the level was 20 mg/dl patient was treated with a glucose IV. Controls were not used on the system. The deivce was replaced and requested to be returned for evaluation.